Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device prompted a "self test failure for internal discharge circuit" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated and attributed to the main board. The customer declined the recommended repair, and requested for zoll to have the device scraped. Analysis for reports of this type has not identified an increase in trend.